Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the 30-degree endoscope image was upside down and the instrument arm assignments were backwards. An intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through reseating the endoscope after burping the port clutch on arm 3 with the endoscope installed and after the image was normal. The procedure was completed with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause may be attributed to improper user setup, specifically related to the endoscope installation on the sterile adapter.